Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional pro code selection that applies to the indication of this device <qrb>. Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20341429. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to lead migration, causing inadequate stimulation. The patient is doing great post operatively. The explanted device will not be return as it was discarded by facility policy.